Event description:
Lodi implants failed to osseointegrate. Three implants were placed (p) and extracted (e) as noted below: 07451, lot i0mfu: (B)(6) 2014(p), (B)(6) 2014(e), 12/31/2018(exp date), 02/2014 (MFR date); 07450, lot ior0u: (B)(6) 2014(p), (B)(6) 2015(e), 05/31/2018 (exp date), 06/14 (MFR date). 07461, iorqr: (B)(6) 2015(p), (B)(6) 2015 (e), 06/30/2019 (exp date), 08/14(MFR date).

Manufacturer narrative:
Clinician stated that lodi implants failed to osseointegrate. Implants were not immediately loaded. The clinical did not provide the following information: amount of torque used on abutment & implant. Whether primary stability was achieved. Failed to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unknown. Either the implants lot history records were reviewed or records management database indicates that the implants met the specifications and were approved for product release. Any discrepancies or issues of non-conformances were successfully resolved prior to the release of the implants. No further action is required.